Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient complained of pain. Upon x-ray it appeared stem had subsided and the femur may have had a minute femoral fracture. An osteotomy was performed and a hook plate including 5 cables was then installed. A size 14 revision corail stem with a 36 x12 ceramic head was then put in patient. Doi: (B)(6) 2017; dor: (B)(6) 2019, right hip.